Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were vertical straight lines observed in the carelink transmission interrogation egm report. Loss of capture was suspected however these lines indicate loss of telemetry. The device is still in use. No patient complications have been reported as a result of this event.